Event description:
Boston scientific received information that this device had entered into storage mode. The patient has not been feeling well. The patient was seen for a device change out procedure where the device was explanted and replaced. The device was reported to have been sent home with the patient. The device is not expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.